Event description:
It was reported that distal fail drilling happened (humeral nail). There was a delay of 5 min.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that distal fail drilling happened (humeral nail). There was a delay of 5 min.

Manufacturer narrative:
Evaluation summary: review of the inspection records for the targeting arm revealed no discrepancies. The lot was documented as faultless prior to distribution. As the targeting arm had been in use for approx. 9 years we presuppose that the device had fulfilled its tasks in former surgeries as intended. Thus, we exclude deviations in material and manufacturing. The preoperative test performed revealed targeting accuracy being as intended. All drill holes were passed by the corresponding sample drill without any deviation. Thus, the alleged event could not be reproduced resp. Could not be verified. Therefore, the exact root cause of the event could not be determined, but it can be ascertained that the event was not caused by any deficiency of the device. If targeting accuracy was confirmed by preoperative check and as function was confirmed upon return, the cause of the event can only be found in intra operative procedure.